Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient had developed a rash under the lifevest. The patient was given a prescription from a physician. The patient also removed the device. Follow-up indicated that the patient's skin was improved.